Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (unknown dose and concentration) via implanted infusion pump indicated for non-malignant pain. It was reported that the patient's pump was alarming ever since last night, (B)(6) 2023. The hcp did not know any further information. The hcp stated that he was looking for a company representative to come interrogate the pump to find out what was going on with it. The hcp also mentioned on (B)(6) 2023 the patient did have their pump reduced in dose. No further information was provided. Additional information was received from a company representative stated that the drug information was dilaudid 0.27599 mg/day / 0.9 mg/ml and bupivacaine 9.2000 mg/day / 30 mg/ml.